Event description:
Additional information received reported that only 1 instant detacher was used with the coils. It was stated the same instant detacher was used to detach all the coils.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil (concerto model: nv-2-8-helix lot: a689265) was returned for analysis. There was no instant detacher, microcatheter, or accessories returned with the device. The concerto coil was decontaminated. The actuator interface was securely attached to the coupler tube. No damages or irregularity was observed with the actuator interface, positive load indicator, coupler tube, break indicator and crimps. A small bend was found just distal to the break indicator. There are no indications of any mechanical or manual detachment attempts at these locations. Bends were found along the length of the pushwire. Additional bends were found along the length of the pushwire within the introducer sheath. The implant coil was found still attached to the pushwire but damaged within the introducer sheath. The introducer sheath was found correctly assembled on the pushwire with the wavelock positioned on the proximal end. The introducer sheath was found bent. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. A mechanical detachment attempt was performed using an in-house instant detacher. The implant coil was successfully detached with no issue. Based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached, however the cause cannot be determined. In addition, the failure could not be replicated as the implant coil was successfully detached with no issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that only 1 instant detacher was used with the coils. It was stated the same instant detacher was used to detach all the coils.

Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00623 2029214-2019-00624, 2029214-2019-00625, 2029214-2019-00626, 2029214-2019-00627. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that these five coils would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. It was reported that the physician attempted to detach the coils 2-3 times with instant detacher and 2-3 times with manual method, but these coils still did not detach. After replacing the coils, the procedure was completed without issue. The devices were prepared and used per the IFU. The vessel was normal tortuous. There were no reports of patient injury in association with this event.